Event description:
During the procedure, the introducer detached and a portion remained in the patient. When placing a central venous access catheter, the introducer detached upon removal and a piece remained in the vein. The patient was transferred to surgery where a cutdown was performed to retrieve the detached portion of the introducer. The procedure was cancelled and rescheduled.

Manufacturer narrative:
One 6f fast-cath introducer sheath and guidewire were received for evaluation. Visual inspection revealed the sheath tubing had been torn and separated 4.42¿ proximal to the sheath distal tip. The sheath tubing was also been kinked and crushed proximal to the sheath distal tip. In addition, the guidewire was kinked distal to the proximal end of the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sheath tubing is consistent with damage during use.